Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. Additional codes were added to h.6: component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the liner was expanded for 6.5", starting from the distal strain relief. The remainder of the liner is unexpanded and distal tip is unopened. The thv was stuck inside sheath hub, and there were minor stress marks present on the strain relief. Functional testing was performed, and the associated 26mm commander delivery system was advanced through the sheath hub with the stuck/thv followed by the rest of sheath shaft and it was noted that the distal tip was torn radially, which was due to a testing error of improper thv removal from the sheath housing prior to delivery system advancement. The distal liner expanded as designed. Imagery provided by the site revealed tortuosity and calcification present in the right access vessel. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints resistance between system components and strain relief damage were confirmed based on evaluation of the returned device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra/sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. A confined vessel (as influenced by tortuosity and calcification) could also contribute to the forces against the outer shaft during system advancement, causing the sheath to sustain damage on the strain relief if additional device manipulations were applied to overcome the resistance. The edwards technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to the lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed IFU, device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the edwards technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported resistance, while patient factors (tortuosity, calcification) and/or procedural factors (high push force) may have contributed to the reported strain relief damage. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the returned device, during functional testing, the distal tip tore radially when the delivery system was advanced through the sheath. Advancement of the delivery system through the sheath while the thv is lodged in the housing and not crimped on the delivery system could impact proper opening of the sheath distal tip. Since the thv is not crimped onto the delivery system, it could promote unfavored physical interactions between the thv struts and sheath distal tip via non-coaxial alignment of devices. Therefore, this remains a testing error and is unlikely to have occurred during the procedure. As such, the failure mode remains a use error (improper removal of thv from sheath) that occurred during returned product evaluation and is unlikely to have occurred during the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the valve was being advanced in the esheath+ and the operator could not advance past non-expandable section of the esheath+. The 26 mm commander delivery system was removed. A new 16fr esheath+ was inserted and a new valve was deployed with no harm to patient. The esheath+ looked like it may have had a wrinkle in the unexpandable portion. The pre-decontamination engineering findings revealed a torn distal tip on the esheath.